Manufacturer narrative:
Device alarmed unexpected restart error test after battery change and resets time or date to factory default due to voltage leak at interface board. However, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The blood glucose level was 309 mg/dl, 148 mg/dl. The customer also stated that unexpected restart alarm occurred shortly after inserting a new battery. The troubleshooting was performed for unexpected restart alarm. The customer declined high blood glucose troubleshooting. The customer had experienced multiple unexpected restart alarm after battery change. The customer was reported that she was able to complete rewind the insulin pump. The pump will be returned for analysis.